Event description:
Reporter alleged the customer awoke, drank coffee and she used the advantage system to test him with a result of 400-599 mg/dl. Reporter stated he was sweating a lot, which is a hypoglycemic symptom. Reporter stated that she treated the customer with 10 or 15 units of novolog, after his nurse recommended this, and then he began eating breakfast. Reporter stated he nearly choked on the food before passing out and the paramedics were called. Reporter stated they obtained a result of 23 mg/dl and the customer received unspecified treatment. Reporter stated he went to the hospital later, for dialysis. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.